Event description:
It was reported that a spectrum pump alarmed air-in-line during biomedical testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom air-in-line alarms. Evaluation found the upstream sensor readings to be below specification. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.